Event description:
It was reported that after a xience prime stent delivery system (sds) was unable to cross the severely calcified and heavily tortuous target lesion in the left circumflex (lcx) coronary artery that had been predilated with an angiosculpt, two promus element stents were implanted in the proximal to mid lcx. A dissection occurred with the implantation of a third promus element in the distal lcx. A prowater guidewire was advanced to the lesion with excessive force and was believed to have caused a perforation in the distal lcx. The prowater was thought to have gone into the dissection, due to poor technique, causing the perforation. The perforation was treated with balloon inflation for five minutes, but was unsuccessful. The patient was intubated, cardiopulmonary resuscitation was initiated, and the surgeon was called, but the patient was not a surgical candidate. The perforation was compartmentalized and was thought to have caused a myocardial infarction. The patient expired on the cardiac catheterization lab table. The cause of death was cardiac tamponade. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Promus element stents(x3), xience prime sds, angiosculpt. (B)(4) - excessive force applied on advancement. There was no reported product deficiency and the customer reported the device was discarded. A review of the lot history record revealed no non-conformances related to the reported event. The reported adverse event of perforation is a known possible complication and adverse event as listed in the device instructions for use (IFU). The IFU also states to observe guide wire movement in the vessels. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise, the guide wire may be damaged and/or vessel trauma may occur. After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.